Event description:
It was reported that the patient experienced malfunction with the inflatable penile prosthesis (ipp). Upon removal of the entire ipp system, the reservoir was found to be empty which was an indication of fluid loss. It was replaced with a new ipp. No further issues were reported in relation to this event. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.